Manufacturer narrative:
The device was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed from the analysis of log files which revealed a steady increase in power consumption and estimated flow beginning on (B)(6) 2018 and reaching a peak of 4.6 watts on (B)(6) 2018. However, no alarms have been logged for the past 14 days up to (B)(6) 2018. The site noted that the patient had high lactate dehydrogenase (ldh) and received systemic thrombolysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of high power and estimated high flows may be attributed to thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had an increase in power and flow. It was also noted that the vad had high flow and the patient had high lactate dehydrogenase (ldh). The patient received systemic thrombolysis and the vad remains in use. No patient complications have been reported as a result of this event.